Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage was observed on the 8mm monopolar curved scissors (mcs) instrument and not the tip cover accessory. The damage was located on the main tube extension which is beyond the orange section of instrument. The instrument was returned for evaluation. Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have scratch marks/abrasions on the orange plastic/brown laser marked section of the tube extension. Tube extension scratch marks measured roughly 0.4945¿ x 0.0575¿. There was no material missing. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had a damaged cable. There was no report of patient involvement.